Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that  during their weekly recharge, the recharger does not recognize the implanted device most of the time. The connection is lost at least 6 times they stand and hold the recharger over the device at a strange angle and it still will lose the connection multiple times and wait for several minutes whilst it looks for the device. The time to recharge generally takes me over 1 hour per week and has, a handful of times, taken over 2.5 hours to recharge, with me standing at a strange angle holding the recharger in place in order to find a connection. 3. They also reported stinging/electric shock on the skin whilst recharging is taking place that is very painful and it makes the recharge sessions extremely uncomfortable because the skin gets hot as the device is recharging. 4. The device, on 4 occasions so far. The patient also reported por recharging ceases.  They have to switch everything off and back on again. The main programmer stalls at this point. 5. More than 40 percent of the time, by the time I get to my weekly recharge, the device has been turned off by the system without them knowing why. Some weeks they notice that they have no pulse sensation at all and the device is switched off    the actual device is not providing adequate stimulation, unlike the previous models. The pulse sensations are wrong and feel in the wrong place when I finally managed my recharge last week (only 1 hour 45 minutes)¿ it said that it was battery was  fully charged at 90% and would not charge up to  100% charge. Patient stated that this device is defective a keeps faulting itself and switching off, causes me pain when recharging, and does not have a 30-min recharge time as was told to me. The device often switches itself off by midweek, the battery life is not as described and every single aspect of it is faulty. This device needs to be removed from me as soon as possible.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient repeated a lot of same information already received. They stated there was a device malfunction many times. The cause was not determined. Patient again mentioned por happened at least (B)(4) when patient was (B)(4) of way through charging if the recharging process. Patient had to switch off/power off the recharger, the phone device, and then power back on. Patient further reported that their currently implant device is highly defective. Patient was promised 10-15 year life and merely 30 min charging per week. Patient said that when they do the weekly recharge, the recharger does not recognize the implanted device most of the time. The connection is lost at least(B)(4) during the session when trying to recharge. Patient has to stand and hold the recharger directly on top of the device and it still will lose the connection multiple times and wait for several minutes whilst it looks for the device. Patient is unable to sit down whilst recharging takes place as the device won't be able to find the recharger if they do. Wearing the wrap with the recharger over the device makes no difference at all - in fact it made it less able to sustain a connection. The recharger will be directly over the device and it still cannot make the connection. It is a constant battle. Patient stated they are 53 years' old, 5' 10", 150lbs, in no way overweight nor technically a dinosaur. Patient know how to handle electronics and where to place the recharger. However, the recharger and the phone device -fail to recognize each other or their connection much of the time and lose the connection multiple times when they finally do 'connect'. Moreover, the time to recharge generally takes patient at least over 1 hour 15 minutes per week (even if recharging from a position of 40% battery charge) and has, several times, taken over 2.5 hours to recharge, with patient standing at a strange angle holding the recharger in place in order for the devices to recognize each other to attempt to maintain a connection. Patient said there was no reason they should have to stand in place for 2.5 hours whilst the device recharges. Patient have never let the battery get to zero percent. They also stated that t he recharger causes a stinging/electric shock on the skin during recharging that is very painful and it makes the recharge sessions extremely uncomfortable because the skin gets hot as the device is recharging. It shouldn't be causing a patient pain to recharge the device. Also, the device, on 4 occasions so far, has had a "por" event where the phone tells me "por has been detected" and recharging ceases. Both the recharger and the phone communicator/programmer stop working and freeze. Patient then have to switch everything off, wait several minutes and then attempt to turn both back on again. The main programmer stalls at this point. Patient also mentioned the device also has had an event once which was either "1707" or "1727" where the surface of my skin got really hot again, the device and recharger then stopped working and the phone communicator showed a message with that code stating that they needed to contact my provider. It is as though the recharger is breaking down. And the more than 40 percent of the time, by the time they get to their weekly recharge, the device program has been turned off by the system without them knowing why. Some weeks they notice that they have no pulse sensation at all and the device is switched off when they try to see what the problem is - even though they have not pressed any button on the communicator or programmer to cause this. The device has switched itself off without any input from patient. They went on to mention that the programmer does not save any program that they put into the system. Unlike the previous interstim device where they could easily flip between programs 1 through 4 and choose which one suited best, this new product (B)(6)automatically clears every input when you view another program setting. It has no memory at all. Patient has to handwrite my settings in order to remember what the programs were set at which they thought should not happen. They stated that actual device is not providing adequate stimulation unlike the previous models. The pulse sensations are wrong and felt in the wrong place and they are painful - even though the program settings are quite low (compared to many other patients they suspect). They said programmer (phone) won't recognize the recharger, can't communicate with it, it has equal difficulty 'speaking 'to the communicator. On once occasion in (B)(6) 2022, when patient finally managed my recharge (it took 1 hour 45 minutes) - it said that it was battery was "fully charged" at 90% and would not go to 100% charge. Patient have only had the neurostimulator in my system since (B)(6) 2021. To lose 10% efficacy in 9 months will give this device a maximum lifespan of (B)(4) which is far shorter than the lifespan promised by the representative. Patient said, to put simply- this device is defective and bears no relation to what was told to patient by manufacturer. It will not work as described, keeps faulting itself and switching off, causes patient pain when recharging, and does not have a 30-min recharge time as was told to patient. The programmer and communicator and rechargers cannot find each other most of the time let alone 'speak' to each other properly- and they lose connection multiple times a session. Any settings patient input are lost by the programmer, the device often switches itself off by midweek, the battery life is not as described and every single aspect of it is faulty. They said in respect of the very defective device (B)(6), this device needs to be removed from patient as soon as possible and replaced with a non-rechargeable, defect-free device that works without causing pain and is reliable. If manufacturer is unable to provide assurances of a reliable neurostimulator, then this should still be removed and will live without any neurostimulator.